Manufacturer narrative:
The field service engineer (fse) found that the customer was not performing the sample dilution according to the test method sheet. Per product labeling, "samples with estradiol concentrations above the measuring range can be diluted with diluent multiassay. The recommended dilution is 1:10 (automatically by the analyzers). The concentration of the diluted sample must be > 881 pmol/l (> 240 pg/ml). ". The fse performed calibration on a new reagent pack successfully. The service maintenance and customer education actions performed by the fse resolved the issue.

Manufacturer narrative:
The qc data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 4 patient samples on a cobas e 411 immunoassay analyzer. On (B)(6) 2023, patient 1 had an initial estradiol result of 3000 pg/ml with flag. The sample was auto-diluted 1:2 and the result was 2631 pg/ml. Patient 2 had an initial estradiol result of 3000 pg/ml with flag. The sample was auto-diluted 1:2 and the result was 1951 pg/ml. The diluted results were reported outside of the laboratory. Patient 3 had an initial estradiol result of 3000 pg/ml with flag. The sample was auto-diluted 1:2 and the result was 6000 pg/ml with flag. The sample was auto-diluted 1:5 and the result was 3656 pg/ml. The 1:5 diluted sample was repeated and the result was the same. The 1:5 dilution result was reported outside of the laboratory. On (B)(6) 2023, patient 4 had an initial estradiol result of 3000 pg/ml with flag. The sample was auto-diluted 1:2 and the result was 6000 pg/ml with flag. The sample was auto-diluted 1:5 and the result was 3705 pg/ml. Patient 4's results were not reported outside of the laboratory. The customer questioned the difference between the undiluted and diluted estradiol results and decided to repeat the samples for patients 1, 2, and 3 from the previous day. The customer performed a 1:10 dilution on the four patient samples. Patient 1 had a 1:10 auto-dilution result of 1287 pg/ml. Patient 2 had a 1:10 auto-dilution result of 1173 pg/ml. Patient 3 had a 1:10 auto-dilution result of 2449 pg/ml. Patient 4 had a 1:10 auto-dilution result of 2950 pg/ml. On (B)(6) 2023, the samples were repeated again on the same analyzer and also on an e411 analyzer at another laboratory. Patient 1 had a repeat result of 3000 pg/ml with flag. The repeat result at the other laboratory was 1561 pg/ml. Patient 2 had a repeat result of 2787pg/ml. The repeat result at the other laboratory was 1261 pg/ml. Patient 3 had a repeat result of 3000 pg/ml with flag. The repeat result at the other laboratory was 2852 pg/ml. Patient 4 had a repeat result of 3000 pg/ml with flag. The repeat result at the other laboratory was 2842 pg/ml. The repeat results from the other laboratory's analyzer were deemed correct. The customer's e411 analyzer serial number is (B)(4).